Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an anterior cervical discectomy at c6-c7 followed by placement of artificial cervical disc. Approximately 3 months postoperatively, the patient reported a recurrence of the preoperative symptoms of interscapular pain, neck p ain, and finger numbness ¿to include inflammation.¿ treatment included a medrol dose pak, muscle relaxants, and physical therapy. The investigator noted this event was probably not related to the prosthesis as these symptoms were present before the placement of the prosthesis. At the 6 month postoperative evaluation, the patient had a facet joint injection and was referred to a pain management specialist. Approximately 11 months postoperatively, treatment included a referral to a pain management specialist and a facet joint injection. At the 12 month postoperative evaluation, the patient had a cervical MRI and CT myelogram. Treatment included a pain management referral and a facet injection. The investigator noted these symptoms were present before the placement of the prosthesis and that the patient had degenerative disc disease two levels above the artificial disc and this may be the source of the patient¿s increased pain and symptoms. Approximately 13 months postoperatively, the patient had an emg and nerve conduction study. The emg showed electro-diagnostic evidence of a mild chronic left c7 radiculopathy, but no evidence of active radiculopathy was noted. Approximately 15 months postoperatively, the patient had a micro-foraminotomy at c5-c6 and c6-c7. It was noted the symptoms and strength had ¿resolved¿ in the left upper extremity. There was mild occasional posterior neck pain, but no radiation or weakness. The investigator noted this event was probably not related to the prosthesis as patients can continue to have degeneration of multiple levels even when previously surgically treated. Approximately 22 months postoperatively, the patient reported an increase in pain and she went to see a pain management physician. The patient had a cervical and thoracic MRI. Treatment included gabapentin, motrin, flexeril, and tramadol. The patient was referred for a bilateral upper extremity emg/ncv. At the 24 month postoperative evaluation, it was noted the cervical and thoracic MRI showed no abnormalities. The patient continued to see her pain management doctor. At the 48 month postoperative evaluation, the patient described neck pain, scapular pain, and arm pain with weakness that had been increasing over time and had now reverted to where it was pre-operatively. Treatment included physical therapy, weekly massages, a series of three epidural steroid injections, three trigger point injections, and the following medications: gabapentin, ibuprofen, flexeril, and tramadol. The patient continued the medications under the supervision of pain management and the patient will continue massage and physical therapy. The investigator noted this event was probably not related to the prosthesis as most of the symptoms were present prior to the placement of the prosthesis. At the 60 month postoperative evaluation, the patient continued to have complaints of neck pain and a persistent shoulder pain which were a recurrence of pre-op symptoms. Treatment included massage and yoga. No diagnostic procedures were performed. At the 84 month postoperative evaluation, the patient still continued to complain of neck pain and persistent shoulder pain which were a recurrence of pre-op symptoms. Treatment included massage therapy with traction, gabapentin, motrin, and tramadol prn. No diagnostic procedures were performed. At the 120 month postoperative evaluation, the patient continued to have the pre-operative reoccurrence of neck pain and persistent shoulder pain. Additional treatment included celebrex and nortriptyline. No diagnostic procedure was performed. The investigator noted this event was probably not related to the prosthesis as most of her symptoms were present prior to her index surgery. The outcome of this event is considered pending. Approximately 116 months postoperatively, the patient reported persistent dysfunction of left shoulder which required surgery. The patient underwent shoulder repair surgery. Medical records were requested but not available at this time therefore exact date was unknown. Treatment included celebrex and tramadol. At the 120 month postoperative evaluation, the patient continued to have persistent dysfunction of left shoulder. The investigator noted this event was probably not related to the prosthesis as this subject work entails repetitive motion of the shoulder. The outcome of this event is considered resolved.